Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6 type of investigation, investigation findings, investigation conclusions, component code, h11 corrected fields: g1 contact person mfg site a getinge field service engineer (fse) during onsite inspection checked safety disk leakage and test result pass. Machine physical overview was ok. Fse replaced the safety disk, because customer request change new safety disk. Service contract cost and functional test ok and safety test passed. The test data meets the factory specified requirements and is delivered for use. No patient involvement was there and no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) failed safety disk test. There was no patient involvement.